Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the implant was cracked. The implant had been in contact with the patient, then surgeon used another implant to complete the procedure. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 1 of 2.